Event description:
Hcp reported cognitive decline with compromised attentional capacity, verbal learning, visual learning, and executive functions decline. The pt was seen by a neuropsychologist. The pt's difficulties continued.